Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6)2017. No additional event or patient information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.